Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were seeing a por (power on reset) message on their patient programmer. Caller stated that they were seeing an information icon in top of the screen with the por message. Had them attempt to clear the ins screen and adjust the time on the clock. Caller attempted to synchronize the changes after the time was adjusted but the issue was persistent and the caller could not clear the por message. Caller attempted troubleshooting several times but the issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient stated they last saw healthcare provider on july 5th of last year. Caller stated that they were told the implant would last about a year. Caller also reported having a return of symptoms and that their tremor is coming back slowly and that they haven't been able to write or hold a cup well. Redirected call to hcp to further assist. Made outbound call to patient in regards to the previous issue. Caller stated that they spoke to the manufacturer rep (rep) today and were waiting to hear back so they could further troubleshoot with the caller. Rep called today to update on patient and the warning por message. Rep met with the patient yesterday, interrogated the ins, got ins turned back on. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) to update on patient and the warning por message. Rep met with the patient (pt) yesterday, interrogated the ins, got ins turned back on. Issue was reported resolved. However, presented in clinic again to clear the warning por message being seen on her patient programmer. Clinician was able to interrogate the ins and clear the message. Agent asked again about any emi exposure, x-rays, MRI etc. Pt reported to rep that she had an ECG done prior to this issue starting a couple of weeks ago. Had an MRI also prior to this issue starting but couldn't confirm an exact date and went through a security gate 1 time but that was a long time ago before this issue. At this point in time it doesn't appear to be anythi ng new in the home environment. Rep was going to have log files pulled and send them in for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.